Event description:
It was reported that there was a right ventricular non-defib lead problem and it was noted that the lead failed. The lead could not be extracted and another lead could not be put in due to patient's anatomy. Decision was made to reconnect the paced sensed portion of the already implanted right ventricular defib lead. The non-defib lead was capped. The patient also reported that the right ventricular defib lead was "faulty" and "defective". The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a right ventricular non-defib lead problem and it was noted that the lead failed. The lead could not be extracted and another lead could not be put in due to patient's anatomy. Decision was made to reconnect the paced sensed portion of the already implanted right ventricular defib lead. The non-defib lead was capped. No patient complications have been reported as a result of this event.